Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the image failure was caused by a faulty printed circuit board. Additionally, the device's button was unresponsive. However, the definitive root cause of the faulty printed circuit board could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
While inspecting a returned olympus high definition lcd monitor loaner device, it was discovered that the unit was not displaying an image. There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was not displaying an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.